Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There were no signs of thermal damage and no missing material. Additionally, the instrument was found to have a bent grip, causing side to side misalignment of the grips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported after a da vinci-assisted surgical procedure, the force bipolar instrument was not conducting energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.